Event description:
Cobalt & chromium levels increased in patient's blood. Additional information received: this patient is over 15 years from his primary surgery and hence non eligible for asr reimbursement program and hence team has not registered him at helpline. He has not undergone revision surgery yet. His primary surgery was done in 2006.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.